Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 46 mg/dl. The customer stated they went to the gym earlier. The customer was treated for the low blood glucose with pancakes and syrup. No trouble shooting were done at the time of the call. The customer did not send the insulin pump back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).